Event description:
Or staff was preparing for a case and opened a kwik-kit, which contains a sterile medicine cup with lid among other items. The nurse noted that on the inside of the sterile lid, there was a black mark. Or staff was unsure if it was a "squished bug" or a black smudge. The lid and packaging were saved, and all other items were discarded. The surgeon was notified and the back-table was torn down. No other questionable marks/squished bugs were noted on any of the other items in the kit. Staff report they have not seen this kind of mark/bug on a kit before this event. The subsequent equipment that was opened appeared as expected and was free of extraneous marks and questionable organisms.******update: we were able to place the lid under the microscope in pathology. Under microscope inspection, it was clear that there was no cellular tissue. It appears that this is a mark with a fiber running through it. Microscope pictures were taken and have been provided to kendall.manufacturer response for surgical start kit, kendall devon kwik-kit:kendall was notified. We plan to return the product to the manufacturer for inspection and analysis. We are currently waiting for the manufacturer's mailer to send the product back.